Manufacturer narrative:
(B)(4). The viper2 x25 set screw inserter (product code: 2867-35-400, lot number: ag2098448) was returned to the complaints handling unit (chu). One of the two halves of the self-retaining driver tip was found to have broken off. The inserter was subsequently submitted for fracture analysis. Optical imaging of the fractured surface reveals plastic deformation. The texture of the fractured surface is consistent across the entire surface suggesting the driver tip underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. Device within hardness specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of inserter has snapped off. No other information supplied. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.